Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown, not provided. If implanted, give date: not applicable, the lens was removed/replaced within the initial procedure. If explanted, give date: not applicable, the lens was removed/replaced within the initial procedure. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zct225 intraocular lens (iol) was removed and replaced with a back up lens of the same model and diopter during the initial surgery because the lens haptic was broken upon insertion. Reportedly, suture(s) were required. There was no injury to the patient. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional info: based on receiving new information, the following field has been updated accordingly. Date of birth: (B)(6). Device evaluation: the product was not returned; therefore, the complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.